Event description:
It was reported that the screw broke during the surgery while it was allegedly being screwed in. Allegedly the screw broke into 3 pieces while being screwed into the femoral canal using the guide wire. As a result of the event, the elements of the screw needed to be removed from the joint.

Manufacturer narrative:
Additional information will be provided once investigation is completed.